Event description:
The customer stated that her contour meter read "lo". While troubleshooting, she performed control tests and received a result of "lo". The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.